Event description:
Hcp reported pt had refill and 2 days post experienced return of symptoms. Pt seen by hcp and access of pump expected to provide 2-4 ml - actual residual found - 16 ml. Dye study attempted - could not aspirate csf. Pt taken to surgery. Findings in surgery - hcp unable to flush from accessport to port and eventually was able to accomlish with flushing drug in pocket. Hcp noted drug "oozing out of reservoir" actual and residual volumes off at time of surgery. Hcp stated that pump would be explanted and returned for analysis - device has not been received to date by manufacturer. A follow up report will be sent when additional info is received.